Event description:
It was reported that this event occurred in the patient's room. After placing the catheter, the user encountered difficulty while trying to insert the syringe into the proximal extension line (white hub). As a result, the catheter was removed and a new kit was opened and used to successfully complete the procedure. There was no delay, harm, complication, death, or injury reported to the patient as a result of this occurrence.

Manufacturer narrative:
Complaint no. (B)(4).